Event description:
It was reported to nuvectra that following a successful trial, the patient was implanted with a permanent stimulator and leads. The stimulator and leads were tested and functioned properly. During post anesthesia care, the patient experienced weakness in the legs, even with the stimulator turned off. Subsequently, the stimulator and leads were explanted and the patient regained strength to the legs.